Manufacturer narrative:
Additional information d1, d4 (lot #, expiration date, UDI #), d9, h3, h4, h6, and h11. H11: one actual sample was returned for evaluation. A visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues observed. The sample did not meet specification due to the separation. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient was given prophylactic antibiotics. No additional information is available.